Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the drill is stopping during mid-insertion. It is not flashing red, it just stops.